Manufacturer narrative:
(B)(4). Batch # l52x67. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? It was locked and stuck and they removed it. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the jaws eventually open? If no, was the device cut off the tissue?

Event description:
It was reported that during an unknown procedure, the ec45a gun was stuck and was unable to be opened. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.